Event description:
Baxter was notified of a report which involved a broken transfer set spike. The patient involved then developed peritonitis. The product was in use for 45 days. No additional information is available at this time.

Manufacturer narrative:
The involved sample is available for evaluation. A follow-up report will be submitted when the evaluation is completed and/or when additional information becomes available.